Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered too much insulin via a bolus from the pump. The customer's blood glucose (bg) level subsequently decreased to 30-33 mg/dl. Reportedly, customer was "seizing and non-responsive". Customer was reportedly hospitalized for the issue. Customer was treated with intravenous fluids of saline and glucose. Treatment resolved the issue and there was no permanent damage. Customer was released from the hospital on (B)(6) 2025.